Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states that the arm pad upholstery is coming apart from underneath where the upholstery goes into the molding. MDR filed.